Event description:
The customer reported under processed tissue using a peloris tissue processor to leica microsystems.

Manufacturer narrative:
Leica microsystems investigation did not identify any instrument fault that would have contributed to the sub-optimal tissue processing reported. The instrument logs show that the user reset the reagent station in the software without changing the reagent. This had resulted in water being re-introduced and remained in the issue that could not be displaced by the reagents and wax used in subsequent processing steps. Although the tissue biopsies were successfully diagnosed and no re-biopsy was required, due to a prior submission of the reportable incident on the peloris rapid tissue processor on (B)(6)2009 (MDR no. 8020030-2009-00004: malfunction which led to a serious injury). This incident is reportable. This incident falls under the FDA presumption that this type of malfunction is likely to cause or contribute to a death or serious injury if the malfunction were to recur.